Event description:
During a percutaneous transluminal angioplasty to the right common iliac artery, the powerflex p3, 420-7040s did not inflate in the pt. The balloon was removed from the pt, and was re-inflated outside the pt and the balloon was noticed ruptured, another balloon catheter (powerflex p3, 8x40mm/cat and lot: unknown) was used for the procedure.

Manufacturer narrative:
A guidewire (treasure/getz bros) was inserted across the lesion via a sheath introducer (britetip, cat and lot: unknown) without any difficulty. The product powerflex was advanced to the lesion over the guidewire through the sheath introducer, and the balloon was inflated using an indeflator. The vessel had moderate calcification, moderate tortuousity and 100% stenosis. The product was prep and clinically used as per the IFU without any adverse consequence to the pt (gender and age: unknown). The product will not be returned to your side. Additional info indicated that during prep, and prior to inserting in the pt, the product was not inspected for leaks, kink, bends or any other anomaly. No resistance or friction was noted during insertion or during delivery. An indeflator was utilized for the procedure, possibly from boston scientific. There was no info on how many atmospheres were utilized to inflate the balloon or if there were any other stent in the vessel at the time of the inflation. The product did not come in contact with any sharp object and there was no difficulty crossing the lesion with the balloon. The balloon was removed from the pt in its entirety. There was pt info and no additional info was available. The product will not be returned for eval and testing. Additional info will be submitted within 30 days upon receipt.